Event description:
It has been reported that an abutment screw has fractured inside an implant. The surgeon had to perform an add'l surigical procedure to remove the abutment screw from the implant. He could not remove the fragment. The implant had to be removed from the pt's mouth. Pt injury has not been reported.